Event description:
Surgical forceps was not closing completely. Opened a second product to complete the procedure. Manufacturer response for surgery forceps, da vinci (per site reporter). Formal complaint case opened by vendor. Requested return of defective product.